Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the revision detailed in this investigation occurred 23 days apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There was an ncmr (non-conforming material report) #45795 associated with the part# 509-00-032, rsp (reverse shoulder prosthesis) standard humeral socket insert, 32 millimeter,hxe-plus which documents a nonconformance that out of 20 quantities lot, 20 part was rejected and sent to rework due to inspection error and was accepted with the justification that all parts shall be re-inspected to is (inspection standard) 20653 to ensure dimensional conformance. Standard rework ,no adverse effects. There was a nonconformance in the same part after handling the operations, where 20 quantities lot,1 part was rejected and scrapped due to chips drug errors across face of the part. The other 19 parts were accepted after handling suitable operations. All items were reworked and met the design, fit and function requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on- going issues that are in need of review. The root cause of this complaint was reported as an infection. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having an infection in shoulder. The surgeon exchanged and replaced the rsp (reverse shoulder prosthesis) insert.